Event description:
A report was received that the spinal cord stimulator was causing uncomfortable stimulation. The patient underwent an explant procedure. The physician did not believe that the uncomfortable stimulation was caused by the device and did not suspect device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-3354-2,5 serial #: (B)(4), description: w4 splitter 2x4-25 cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.